Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an over infusion of magnesium sulfate could not be confirmed through log analysis and could not be replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream were observed. The IV disposable set test was performed on the returned administration set 2426-0007, no fluid leaks, cracks or fluid flow were observed in any tests. The analog pressure sensor test found the patient side and bottle side pressure sensors operating out of specification; however, this represents an incidental finding and does not contribute directly to the reported over infusion event. No external or internal conditions were identified during the inspection of the suspect device that could be associated with the issue reported in this complaint. All inspected parts were manufactured by bd. The administration set model# 2426-0007 inspection found the disposable to be completely functional. No signs of wear or contamination were observed. The logs from the returned devices were retrieved to ascertain event details associated with the reported issue. The event date was reported to be 01mar2026 from 01:11 am to 01:45 am. A review of the suspect pump module and concomitant pcu error log showed the error code 240.4150 at 9:19 am, sensor broken high failure. The facility reported an over infusion of magnesium sulfate with rate of 25 ml/h for two hours, but during the infusion the pump was alarmed due to air in line. On (B)(6) 2026 at 1:11, the pump module (s/n: (B)(6)) was programmed remotely for a primary infusion of magnesium sulfate with rate of 25 ml/h, volume to be infused (vtbi) of 50 ml and pvi of 2085.47 ml (expected duration: 2 hours). The infusion lasted thirty-two (32) minutes and infused 13.53 ml. At 1:43 am, the pump module alarmed for air in line; pvi = 2099 ml, then the infusion stopped. The infusion was restored from previous programming and infusion started. At 1:44 am, the infusion paused, pvi of 2099.14 ml, then infusion finished. At 2:15 am, the pump module was removed, tvi = 2099.14 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of magnesium sulfate could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. The root cause of the pressure sensor failure is being attributed to defective patient side and bottle side pressure sensors. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a possible over infusion of magnesium sulfate. At 0111 the break nurse started magnesium sulfate at 25ml/hr for two hours by scanning the med and pump. Around 0145 the pump alerted that there was air in the line. Upon assessment of the medication bag and IV tubing, the chamber and tubing to the pump were emptied. There was patient involvement but no harm. Per the hospital's biomed: the large volume pump module failed the rate accuracy test (below passing values by 4%, ~0.48 ml). They repeated the test to verify and that test failed as well (below passing values by 4.08%, ~0.49 ml). They checked the logs and there was a recent pressure sensor failure. They then ran the analog sensor test and the bottle side pressure sensor failed. The customer added the following information on 5 march 2026. The volume to be infused was 50ml, there was also a piperacillin-tazobactam infusion in 100 ml ns extended infusion IV piggyback 4g running at 25ml/hr.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a possible over infusion of magnesium sulfate. At 0111 the break nurse started magnesium sulfate at 25ml/hr for two hours by scanning the med and pump. Around 0145 the pump alerted that there was air in the line. Upon assessment of the medication bag and IV tubing, the chamber and tubing to the pump were emptied. There was patient involvement but no harm. Per the hospital's biomed: the large volume pump module failed the rate accuracy test (below passing values by 4%, ~0.48 ml). They repeated the test to verify and that test failed as well (below passing values by 4.08%, ~0.49 ml). They checked the logs and there was a recent pressure sensor failure. They then ran the analog sensor test and the bottle side pressure sensor failed. The customer added the following information on 5 march 2026. The volume to be infused was 50ml, there was also a piperacillin-tazobactam infusion in 100 ml ns extended infusion IV piggyback 4g running at 25ml/hr.